Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation, air ingress was observed with the sheath during aspiration. The sheath was replaced and the procedure was performed successfully with no adverse patient consequences.